Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had foreign material in the sterile packaging.

Manufacturer narrative:
Alleged failure: product containing hair. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be: 1) hair could have fallen during opening of product. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had foreign material in the sterile packaging.